Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "check circuit" alarm condition was observed in the ventilator's downloaded error log. The device was recalibrated to address the issue.

Event description:
A ventilaor was returned to the manufacturer for service. The device was not in patient use.